Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another ra lead impedance warned has occurred however the lead is functionally programmed off but remains in patient.

Manufacturer narrative:
Continuation of medical devices: 694765 lead implanted (B)(6) 2008; 419388 lead implanted (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead had an impedance warning for high and undefined impedance values. The impedance level have been stable since. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another ra lead impedance warning occurred, but has since remained stable.